Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the patient lost effective therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
E1 -corection: initial reporter. B1 ¿ type of report box was checked.

Event description:
Additional information was received wherein the ipg was explanted and replaced, and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.